Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca and lcx were treated with des. It was reported that on the same day as the index procedure, the patient suffered an mi trigger event. Cec assessed the event as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a previous smoker. The rca and cx indicated mi. The patients weight, race and ethnicity were received. The lot details of the index devices were received. If information is provided in the future, a supplemental report will be issued.